Manufacturer narrative:
The tech found the latch bolt missing from siderail latch. The tech replaced the missing bolt to repair the bed.

Event description:
Info received indicates the siderail wouldn't latch in the raised position.